Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of seizures is listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that an xact stent was implanted in the left internal carotid artery on (B)(6) 2011. Post procedure lasix and atenolol had been held for about 3-4 days due to elevated creatinine. On (B)(6) 2011, the patient was hospitalized with respiratory failure, congestive heart failure (chf) exacerbation due to pulmonary hypertension, and acute renal failure. The cardiologist felt the chf was exacerbated by renal failure, which was exacerbated by recent IV contrast load during carotid artery stenting. Vital signs on presentation included heart rate 108, respirations 30, blood pressure 164/113, temperature 98.7, oxygen saturation 82% on 100% oxygen rebreather. Laboratory tests included bun 32, creatinine 1.98, white blood cells (wbc) 14.2. The patient was treated with lasix with improvement and empiric antibiotics for urinary tract infection. During that admission, on (B)(6) 2011, the patient experienced behavioral disturbances due to complex-partial seizures and was placed on dilantin and keppra for possible lower threshold for seizures. Concomitant medications for depression, xanax and tranxene, were discontinued and patient was started on cymbalta and was stable since that time. The patient was discharged to home in stable condition on (B)(6) 2011. Medications prescribed at the time of discharge included dilantin and keppra. No additional information was provided.